Event description:
International customer reported that the suture broke behind the needle. The patient was returned to surgery to remove the needle fragment.

Manufacturer narrative:
Result: a visual examination of the returned sample was performed. The sample has no needle attached. Conclusion: no conclusion can be drawn at this time. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. Should add'l info be obtained, a supplemental 3500a form will be submitted.